Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a system consisting of an ipg and paddle lead on (B) (6) 2009. The paddle lead was placed retrograde at spinal segment c1. It was reported on (B) (6) 2009 that the pt was programmed on (B) (6) 2009 but there were lead impedance issues. An attempt was made the next day and the pt felt some stimulation but it was in unintended areas. An x-ray taken of the implanted system showed that the lead had moved from the epidural space and was over the pt's skull. The physician explanted and discarded the system on (B) (6) 2009. No devices were returned to the manufacturer for analysis. No further information is available.